Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m9039f. The device was returned with the upper jaw detached and not returned. Upon visual inspection to the device, there were no anomalies observed to the electrode as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the closing handle showed resistance in the first firing. The tissue bunch was not too thick though. The surgeon tried another bite and again same. After fifth firing, the electrode came off. It was retrieve by the surgeon from the patients abdomen and thrown away. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.